Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml at 1640 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported the patient recently had surgery to release muscle contractions. More specifically, the surgery was for "hips knees feet tendon releases." The patient acutely developed tachycardia and it was questioned if this was related to baclofen withdrawal. The reporter spoke to the managing hcp who does not have privileges at the hospital, and he was advised to have a manufacturing representative go to the hospital to check the pump status. It was noted the patient had not missed a refill appointment and no pump alarms were heard. This was considered a sudden change in therapy/symptoms. The reporter was caring for the patient in the intensive care unit (ICU) and requested a local manufacturing representative to check the pump. The event date was reported as (B)(6) 2016. Additional information was received that a dye study was performed, and the catheter was unable to be aspirated. The pump was interrogated and refilled. The issue was not resolved at the time of the report. The lot number of the gablofen was unable to be obtained. Other medications the patient was taking at the time of the event were unable to be obtained. It was further stated that the patient was admitted to the ICU for tachycardia and possible seizure. Surgery for tendon release on (B)(6) 2016. Legs were in a cast. The patient's medical history was unable to be obtained. The patient's status was reported as "alive-no injury." Surgical intervention had not occurred. It was unknown if surgical intervention was planned. Additional information was again received that the patient had a diagnosed catheter occlusion and the catheter was replaced on (B)(6) 2016. On (B)(6) 2016, a dosing change was noted. It was stated that the dose was decreased following the catheter revision to 100 mcg/day. It was noted the pump had contained lioresal 2000 mcg/ml at 1600 mcg/day. It was questioned where the drug went when a catheter was occluded. It was discussed that if the catheter was completely occluded drug would be left in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.